Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported issue was determined to be due to a failure of the single board computer (sbc) on the system pcb assembly. It was observed that a capacitor was not soldered on one side. The customer was provided with a replacement device.

Event description:
A physio-control sales representative was helping the customer with the configuration of the device. It was reported that after approximately 20-30 minutes, the display went blank and the green power light was still on. They moved the device and the display then flickered on and off, and then back on; however, the display showed vertical colored lines and the service indicator was illuminated. There was no patient use associated with the reported failure.